Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to correct the reported issue. Unique identifier: (B)(6). The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).